Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient was reported a rash under the electrodes. Patient described it as red, itchy pimples. There was no allegations against any open skin. There was no alleged device malfunction contributing to the irritation. Patient was released from the device by a physician due to the rash. Follow up indicated that the rash healed.